Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the cgm readings were inaccurate as compared to the fingerstick blood glucose (bg) values. The patient experienced a bg of 41 mg/dl and required assistance from a friend. This complaint is being reported because the patient experienced hypoglycemia subsequent to the inaccurate readings.